Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A medical ctr rep reported that after the laser procedure had begun, the laser stopped firing and displayed a system message indicating that service was needed. The procedure was aborted. Pt impact is unk. Additional info has been requested.